Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter. Under magnification, it was observed the balloon had a longitudinal material rupture in the middle of the balloon to the distal balloon bond. Functional testing determined the balloon was unable to be inflated due to the large longitudinal material rupture. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis confirmed the material rupture to be a longitudinal rupture in the middle of the balloon to the distal balloon bond. There was nothing found to indicate there was a manufacturing related cause for this event. The physician reported the lutonix dcb was inflated within a previously placed stent. If additional information becomes available, a supplemental report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 4 atmospheres while being inflated within a previously placed stent. The health care professional (hcp) used a contralateral approach through the common femoral artery to gain access to the patient's superficial femoral artery (sfa). The hcp used a 6 french terumo pinnacle destination introducer sheath over a terumo guidewire. The target lesion was reported predilated with a 5x150 cordis powerflex. Reportedly, the target lesion was not calcified or tortuous. The lutonix dcb was requested to be returned for evaluation. No adverse patient outcomes were reported.